Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil was replaced. Unit meets specifications and was returned to service on (B)(4) 2014.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. One healthcare worker (hcw) experienced a reaction of nausea, coughing and stomach burning. The hcw did not seek or receive any medical attention/treatment and is reported to be "good." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Manufacturer date: 12/23/2009. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). ¿ the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿ the service history for this unit for the past six months (01/17/2014 to 07/16/2014) did not observe any significant trend. ¿ the trend for the product malfunction code of odor/smells was completed from july 2013 through june 2014 and revealed a significant trend which is addressed in CAPA. ¿ the trending for problem code human reaction (july 2013 through june 2014) revealed the highest risk is considered broadly acceptable. ¿ the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿ the shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. ¿ CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.